Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a tubing break was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 g safestep infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed.

Event description:
It was reported by customer that the break was discovered when hanging blood and it was leaking from the tubing. Yes it did cause a delay in treatment and was infusing before. Blood was infusing at the time it happened. We had to deaccess the patient and reaccess him with a new port needle. No other information was provided.

Event description:
It was reported by customer that the break was discovered when hanging blood and it was leaking from the tubing. Yes it did cause a delay in treatment and was infusing before. Blood was infusing at the time it happened. We had to deaccess the patient and reaccess him with a new port needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.